Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against 2 of 4 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000101932." Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6998306.

Event description:
Related manufacturer reference number: 3006705815-2023-08146. It was reported that the patient was experiencing ineffective stimulation on both drg and scs system. Surgical intervention took place where the scs and drg system was explanted to address the issue. The scs system was replaced, and effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event. The allegation is against 2 of 4 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000101932." Common device name: lead, model: mn10450-50a, UDI: 05415067027153, serial: 18160130, batch: 6998306.